Event description:
It was reported to ventec that a patient circuit was broken. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided. Additionally, information for the vocsn device was not provided by the reporter. As a result, serial number and UDI number are "unknown", and (device manufacturing date) shall be left blank.

Manufacturer narrative:
The broken patient circuit was not returned to ventec for evaluation. The cause of the reported issue could not be determined. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.